Event description:
It was reported that the ilet pump would not power on, consistent with a depleted internal battery, and the user was instructed to place the device on the charger for at least 45 minutes with a possible replacement to be determined if the device did not recover. Symptoms included no device responsiveness and inability to operate the touchscreen due to lack of power. Outcomes included temporary loss of therapy delivery and need for user troubleshooting guidance. Investigation included customer support troubleshooting and education. Investigation of this case revealed a device power failure consistent with a fully discharged battery leading to a nonresponsive screen and inability to start up. It was concluded, based on previously established findings for similar reports, that the cause was user-related depletion of the battery without timely recharging.